Event description:
Report received of a patient death while the pump was in use. The pump was programmed to deliver an unknown concentration of levophed at an unknown rate. The pump reportedly alarmed with an occlusion alarm and the levophed was not being delivered at the desired rate due to the alarm condition. The patient reportedly died. Though requested, no further details of this event were available. The customer contact reported that "the cause of death did not list failure of an abbott device" as the cause. The customer contact could not recall what the listed cause of death was for the patient. According to the customer contact, the anesthesiologist caring for the patient felt that "the device did not enhance the patient's chance of survival". The event was reported to have occurred "sometime last year". The month of the event was not recalled. The customer contact reported that the hospital position on this event was that it was not viewed or reported as a sentinel event.